Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. Symptoms reported include pain, irritation and swelling. The patient was initially taken to urgent care, where she spent 30 minutes and was prescribed bactrim. A new pod was applied to resume treatment (different site) and symptoms persisted at infected site, so patient was taken to the emergency room same day and was admitted to the hospital with suspected (B)(6). The patient was treated with (B)(6) intravenously, and was released after spending 2 nights in the hospital. Patient was also prescribed (B)(6),to be taken three times daily for one week; ibuprofen was also taken for pain as needed.